Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and reported even after having all external components replaced, they are continuing to have difficulty charging the ins. Even getting the charging session started by connecting to the ins is difficult and they only briefly maintain a 'good' charge quality, if anything, for a short amount of time before losing connection again. Patient said it recently took an hour just to find the ins. Agent asked, patient denied any recent falls or traumas near the implant site. Agent advised patient follow up with a doctor at their clinic to check the ins; provided and explained used of national answering service phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back repeating information from previous calls about replacements. Patient reported that they are still having issues charging the implantable neurostimulator (ins) and that they are unable to find a doctor in their area. Patient stated that they need a doctor in order to have a rep come out and assist them to see what is going on with their device. Patient services (pss) offered and sent a physician listing to the patient. Rep said patient is still having difficulty with recharging that patient gets checking recharger message. Patient services (pss) agreed to replace the recharger and have patient try again. Rep said the pins on the equipment looks fine and pocket assessment is good. Patient services (pss) advised rep to try disable and re-enable if new recharger doesn't work and that he may need to get the mdt file. A replacement recharger was sent out. Rep called in and rep notes the issue persists. Patient services (pss) reviewed meeting with patient along with the recommendations provided by previous agent. Rep sent email "the recharger that was sent to (B)(6) on 9/26; it did not solve her program. She was still not able connect to her implantable neurostimulator (ins) or connect her pc to her recharger/ins. Today, I met again with (B)(6) and used the disable device function on the pc. After doing this, the pc was able to connect with the recharger and the recharger was able to connect to the ins and recharging was established. Once the ins showed 30% charge, I interrogated the ins with the clinician tablet and ran impedances. All impedances were below 1000 ohms. Scs was turned on and the patient reported scs was as she had remembered. After this, I attempted to connect to ins with the pc only. Five times in a row, I received the ¿device not found¿ message, even though there was charge in the ins. I ended up setting the pc up for ¿new implant¿, connecting it to the ins using the recharger per instructions on the screen. After doing this, the pc was able to connect to the ins without difficulty and recharging was again initiated and accomplished without difficulty. Patient left the appt today will a fully functional ins, patient controller, and recharger. She was instructed to return the recharger that was sent to her, using the instructions sent to her by tech services."